Event description:
It was reported that the gastrointestinal videoscope produced a b30 scope communication error. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (initial reporter establishment (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.